Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of the expiratory pressure transducer printed circuit board (pcb) solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Evaluation of received device's logs, confirmed the claimed pressure transducer test failure. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The expiratory pressure transducer pcb was placed in a reference ventilator for simulated use testing. During this testing, the puc failed both the internal leakage test and the pressure transducer test. The zero-pressure voltage was measured on the pressure transducer pcb, and it exhibited a significant offset drift. When measuring the wheatstone bridge, no significant imbalance was noticed in the measured resistances. Additionally, a microscopic investigation was performed on the part, where no significant dirt, debris, or particles were found inside the pressure sensor's cavity that could impact the pressure sensor's measurements. To determine whether the issue originated from the electronics on the pcb or the pressure sensor itself, the pressure sensor on the pressure transducer pcb was replaced with an alternative one. Following this replacement, the device successfully passed multiple pucs and performed ventilation successfully without triggering any alarms or errors. Our investigation has concluded that the device failed to meet its specifications. Upon examining the pressure transducer pcb, the pressure transducer pcb consistently reproduced the reported issue. Therefore, it can be concluded that the reported problem is due to a defective pressure sensor on the pressure transducer pcb. The precise cause of the pressure sensor's failure remains undetermined. The pressure transducer pcb is a part of the pressure measurement system in the ventilator, and a faulty pressure transducer may lead to inaccuracies in pressure measurement, which will be detected during puc. Alarms will be activated if the failure occurs during ventilation.